Event description:
It was reported the patient was not receiving effective stimulation. X-rays showed no visible lead migration. It was reported the patient wanted to pursue surgical intervention to address the issue. The patient was to meet with a physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.